Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not detected on the bus and had failed. A field service engineer (fse) found that the drawer was not detected in diagnostics, and while the controller board showed power lights, the sensor lights were off. The fse removed the drawer, tested the module board, which was good, then replaced the controller board. After bringing the station back online, the drawer functioned properly. The pharmacy verified drawer operation in the application, and the fse tested it in diagnostics and performed a test, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.